Event description:
Reportedly, the endobag holding the stones ripped when pulled through abdominal opening. Procedure: lap cholecystectomy.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.